Event description:
This is being filed to report the clip detaching from the posterior leaflet also known as a single leaflet device attachment (slda). It was reported the initial mitraclip procedure was performed on (B)(6) 2022. Grasping was challenging due to the jet being so medial. One clip was implanted without issue, reducing mixed mitral regurgitation (mr), from 4 to 2. On (B)(6) 2022, echocardiogram was performed. The patient returned with shortness of breath. The clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), and mr increased to 4. On (B)(6) 2022, a second mitraclip procedure was performed. One clip was implanted, stabilizing the slda clip and mr was reduced to 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the reported difficult leaflet grasping appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported single leaflet device attachment (slda) appears to be a cascading event of the difficult grasping. The reported mitral regurgitation (mr) and dyspnea are cascading events of the slda. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.